Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure was being performed, a versacross access solution kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and it was noted the patient had an aneurysmal septum. Transseptal puncture (tsp) was performed and the radiofrequency (rf) wire was advanced into the left atrium first, then the versacross sheath following. The versacross sheath was exchanged for a watchman trusteer access system (was). The was would not cross the septum, so it was removed and exchanged for versacross sheath again, and the sheath was used to dilate the septum. The sheath was removed and exchanged for the was. The tee machine froze, and the physician was could only rely on fluoroscopy to advance the was into the left atrium (la). After some time had passed, the was was advanced into the la, and a non-boston scientific pigtail catheter was also introduced using only fluoroscopy. Tee was now available, and the tee physician then noted the pigtail catheter was in a pulmonary vein, so it was repositioned into the laa. A contrast injection was performed, and no abnormalities were visualized. A 24mm watchman flx pro closure device and delivery system (wds) was positioned at the laa then subsequently deployed once. Tug test performed. Final tee measurements were obtained, with compression measurements being between 20-27.7 percent. While obtaining the tee measurements, the anesthesiologist mentioned hypotension was present. An effusion sweep was performed, and a pe was visualized on tee and the location is not known, yet there was no extravasation of contrast seen around the deployed wds or the laa. The closure device met release criteria, so it was released and implanted. The was was removed from the la and from the patient. Cardiac tamponade was noted. An additional femoral venous access was obtained. A pericardial window was performed, and a chest tube was placed to alleviate the pe. The procedure was concluded. The patient was admitted to the intensive care unit (ICU) post index procedure with the chest tube. It was added the patient developed clots for an unknown reason and may have been inside the pericardial space. The patient required open heart surgery to remove clots. Later, the patient has been discharged. The device is not expected to be returned for analysis (disposed). The activated clotting time (act) during the procedure remained therapeutic. The tee imaging doc left the room to go perform a stress test as soon as the versacross wore crossed the septum. He hit the freeze button on the tee machine so the implanting physician advanced the watchman sheath across an aneurysmal septum without tee visualization. The physician believes the lack of visualization when the watchman sheath was advanced may have caused the issue.